Manufacturer narrative:
A field service engineer was dispatched to the customer site and identified the o-ring was pinched. The o-ring was reseated and the oil leak was cleaned to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells and oil leak issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the odor/smells issue is the o-ring. The field service engineer reseated the part, cleaned the oil and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an oil leak and ¿smell of oil¿ were emitting from their sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer stated they turned off the unit and discontinued use of it, and the customer was advised to clear the area until the odor had dissipated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.